Event description:
The pt was originally diagnosed with stress urinary incontinence. It is presumed that the product xenform was implanted during a surgical procedure on (B)(6) 2007. At a later date (unk) the pt had revision surgery. It is unk whether the product was explanted or not. There is no info available regarding the pt's condition. No info has been confirmed by a healthcare professional.

Manufacturer narrative:
Product info including lot number were not available, therefore, no device history record could be reviewed. No additional info has been made available. This is a legal case.